Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with an unspecified textured saline breast implant experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 10/19/2020, patient's impacted device is a 275cc mentor smooth round moderate profile saline breast implant, lot number 184883, catalog number is 3501640. A manufacturing record evaluation (mre) was performed for the finished device number 184883, and no non-conformances related to the reported complaint were identified. On 11/8/2020, it was discovered that is adverse event, is product problem and is other serious was erroneously unchecked in initial report. Correction, is adverse event, is product problem and is other serious should be checked. Manufacturer¿s reference number: (B)(4).